Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, lifescan (B)(4) received information about a misinterpreted numeric value on the onetouch veriopro meter. Reportedly, the subject meter was used in a hospital setting. On (B)(6) 2013, the healthcare provider tested a patient¿s blood glucose and received a blood reading as a control solution, displaying ¿low.¿ the message appeared twice, prompting the healthcare provider to treat the patient with glucose injection. There was no report of any symptoms or subsequent required medical intervention for acute diabetes. This complaint is being reported due to the unresolved blood reading as control solution issue.